Manufacturer narrative:
Section d4, h4: additional information device evaluation: review of the submitted system controller log file confirmed the reported low speed/pump stoppage events and also revealed the occurrence of low flow hazard events; however, a specific cause for the abnormal pump operation and low flow events could not be conclusively determined through this evaluation. The evaluation of the replaced external portion of the driveline confirmed the report of superficial damage to the outer jacket. The submitted system controller log file contained data from (B)(6)2019 2:07 pm ¿(B)(6)2019 1:09 pm. Between timestamps (B)(6)2019 11:13 pm and (B)(6)2019 12:19 am, several low speed events and three transient pump stoppages were recorded. The low speed/pump stoppage events were associated with active low speed advisory/hazard and low flow hazard alarms. The abnormal pump operation occurred while the system was connected to the power module and appeared consistent with a potential driveline wire compromise. However, the evaluation of the returned portions of the driveline did not confirm the suspected driveline wire damage. In addition, six scattered low flow hazard events were active throughout the preceding log file data on (B)(6)2019 (B)(6)2019 -1(B)(6)2019 , and(B)(6)2019 . The low flow hazard events were associated with an estimated flow value of 2.4 lpm, which is just below the low flow hazard alarm threshold of 2.5 lpm. The evaluation of the returned pump could not determine a specific cause for the intermittent low flow hazard events. A distal end driveline replacement was performed and approximately 19 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no wire discontinuities or shorts, even with manipulation of the driveline segment. Upon removal of the rescue tape repair, visual inspection of the driveline found small tears in the outer silicone sleeve; however, no damage was noted to the underlying clear bionate layer. Several areas of moderate breakdown of the metal braided shield were observed along the length of the driveline segment, which appeared consistent with almost 4 years of use. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The heartmate ii lvad, serial number vad-60326, was ultimately explanted and returned. Upon disassembly of the returned device, visual examination of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. The driveline was severed approximately 8.5 inches from the nipple of the pump housing. A distal portion of the driveline was also returned, which measured approximately 23.5 inches in length with the outermost gray shrink tubing of the driveline replacement site located at approximately 17-21 inches from the metal connector. Electrical continuity testing of both driveline segments revealed no wire discontinuities or shorts. The outer layers of the driveline replacement site and the underlying wire connections appeared unremarkable with no evidence of damage. The outer silicone sleeve and clear bionate layers of both driveline segments showed no evidence of damage. In addition, the metal braided shield of both driveline segments appeared unremarkable with no areas of shield breakdown. Visual inspection of the underlying wires revealed no evidence of damage and hipot testing of both driveline segments revealed no areas of compromised wire insulation. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Following cleaning, functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values that were within manufacturing specification. The device operated as intended. The evaluation of vad-60326 did not identify a device-related issue that would have contributed to the low speed/pump stoppage events captured in the submitted log file data and the suspected driveline wire damage could not be confirmed; however, approximately 6 inches of the entire length of the driveline was not returned for analysis and potential wire damage on that portion of the driveline could not be determined. Incidental findings: a small tissue-like deposition was observed within the pump (see deposition evaluation above and figure 6 within the attached referenced photos document). No further information. The manufacturer is closing the file on the event.

Manufacturer narrative:
A portion of the percutaneous lead (drive line) has been returned for evaluation. The evaluation is not yet complete. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient appears to have had two short to shield events while on power module. Log file submitted also revealed pump stops while attached to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. The patient also shows low flow alarms before the pump stops. The patient was symptomatic at the time of the pump stop. With this being a short to shield the patient can go on a non-grounded patient cable and batteries. X-rays submitted revealed an area of possible concern and since it is internal, the entire external portion of the drive line will be replaced to eliminate it as an issue. On (B)(6) 2019, the patient underwent a distal end percutaneous lead (drive line) replacement. No additional information provided.